Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: needle not at correct angle. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a tech trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was inserted intra-arterially and marking was achieved. When the device re-advanced to restore marking, the tech stated the device felt "strange" during re-advancing. The vessel was re-wired and the proglide device was removed and noted that one of the needles was sticking out of the device at a "weird" angle. The plunger had not been depressed. Hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no add'l info was available.